Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determine the difficulties to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified left anterior descending artery. The 2.75 x 38 mm xience alpine stent delivery system (sds) was advanced to the lesion but was unable to cross. The sds met resistance with the 6fr guiding catheter during removal which caused the stent implant to loosen on the balloon and subsequently dislodge from the balloon inside the radial artery. No attempts were made to retrieve the dislodged stent. The procedure continued on with the successful placement of another stent. The patient is reported to be well post procedure. No additional information was provided.